Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for unspecified microbes. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA) using peracetic acid. There was no report of infection associated with this report. The event date was unknown.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and confirmed as follows. - the inside of the instrument channel of the subject device was confirmed from the opening at the distal end to the suction connector and it was found that there were no abnormalities such as buckling, dirt, and foreign material adhesion. - significant dirt and foreign material adhesion were not observed around the instrument channel port, the suction cylinder, and the air/water cylinder. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the instrument channel and the suction channel of the subject device tested positive for achromobacter xylosoxidans and citrobacter koseri. In addition, it was reported that the facility did not reprocess the subject device in accordance with the instruction for use. Olympus medical systems corp. (Omsc) sent the subject device to olympus service operation repair center (sorc) for inspection. Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of sorc. The exact cause of the reported event could not be conclusively determined.